Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a regular basal delivery. The customer stated that the insulin pump was giving high pitched beeps, not normal beeps. The customer's blood glucose was 280 mg/dl. He stated that he had treated with a bolus one hour prior to the alarm. The customer did not observe any significant events leading to the alarm. The customer was able to complete the rewind sequence. He stated that the insulin pump had not been exposed to a strong magnetic field to his knowledge. He also reported that his settings had all been cleared due to the alarm. A battery replacement did not resolve the issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test and prime test. However, the unit was received stuck in the motor error alarm loop during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. No constant tone during testing was noted. The insulin pump was received with a minor scratched display window. The unit was received with a cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.